Event description:
During a pulmonary vein isolation procedure, a farawave was selected for use. During the preparation of the catheter, it was noticed that the catheter had a defect and water leaked out of the flushing line. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, flow testing, and microscope inspection. The strain relief was detached from the luer. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. The flow test was not possible because the strain relief/luer are separated. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief. The reported clinical observations were confirmed by the analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure, a farawave was selected for use. During the preparation of the catheter, it was noticed that the catheter had a defect and water leaked out of the flushing line. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.